Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4). Our engineers have evaluated the returned device. Their investigation showed following: the partially constrained endoprosthesis, a portion of the distal shaft, distal tip and a portion of the deployment line were returned for evaluation. Approximately 5.5 cm of the endoprosthesis was expanded. The remaining constrained endoprosthesis was compressed slightly to approximately 8 cm. The distal shaft was cut near the proximal end. The distal shaft was freely moving with respect to the constrained endoprosthesis. There was approximately 100 cm of deployment line returned. The deployment line was frayed at the distal end. Deployment was attempted by pulling the deployment line but was unsuccessful. Based on the device examination performed, no manufacturing anomalies were identified.

Event description:
The patient presented with an aneurysm in the left popliteal artery. A gore® viabahn® endoprosthesis was inserted over a 0.018 terumo guidewire through an 8 fr terumo introducer sheath antegrade where a small vessel cut down was performed. It was reported to gore that when medical device deployment was initiated the deployment stopped approximately after 4 cm of endoprosthesis expansion. The partially deployed gore® viabahn® endoprosthesis was removed through the previously performed vessel cut down. It was stated the patient is doing well after the procedure.